Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 23mm commander delivery system burst while being inflated. Per report, an additional 2ml was injected during valve deployment. The valve was successfully and fully deployed with no harm to the patient. The device is not available for return/evaluation.